Event description:
Procedure: open inguinal hernia. According to the reporter: post operatively, the patient acquired an infection due to the implanted mesh. Patient is currently being treated with antibiotics. Patient status is ok. Culture and sensitivity tests were done.

Manufacturer narrative:
(B) (4). (B) (4).